Manufacturer narrative:
Document review: evoli ti plasma sprayed baseplate - ref. 3031.0003 / lot 090715 ((B)(4) items manufactured). The analysis of the batch record was performed and all the parameters were found to be in accordance with the specs in force at the time of the production. One similar event on this lot has been received and reported to FDA with MDR. Evolis ti plasma sprayed femoral component - ref. 3010.006g / lot. 082374 ((B)(4) items manufactured). The analysis of the batch record was performed and all the parameters were found to be in accordance with the specs in force at the time of the production. Evolis ti plasma sprayed system in the USA is cleared under k081023 (evolis total knee system) as cemented prosthesis, but the surgeon implanted it without cement (both femur and tibial baseplate). In the IFU and surgical technique for USA of evolis, is clearly indicated that the product is to be cemented. Without using cement, it is known that the risk of loosening is higher than cemented systems. The event is not device related, but due to a use error.

Event description:
Revision surgery performed due to loosening of the tibial baseplate and of the femoral component. Ref # imp: (B)(4).